Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that their insulin pump had received a critical pump error alarm as well as had a blank display. The customer¿s blood glucose level was high as 300 mg/dl. The customer states the pump was cracked near the reservoir compartment occurred during swimming, the screen is now black. Troubleshooting was performed for critical pump error alarm and noticed the critical pump error image was displayed on the screen. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor assembly found with traces of corrosion. Device failed leak test, device leak at a crack on back of the case. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error alarm due to blank display. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with minor scratched display window, case and keypad overlay.